Event description:
As reported, during the procedure the web did not detach with the detachment controller, as a red light displayed. The procedure was successfully completed with another web and detachment controller. The patient is reported to be stable. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information was received.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found no damage to the device. The unit passed continuity and resistance testing; furthermore, the implant was successfully detached using an in-house detachment controller during the investigation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.